Manufacturer narrative:
The referenced history of driveline infection was reported under MFR# 2916596-2017-02010. (B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018, due to sepsis. The sepsis was associated with the lvad driveline and pump pocket. The patient¿s driveline infection began on (B)(6) 2016, with corynebacterium. The patient was started on intravenous vancomycin and continued on lifetime treatments at home every 48 hours. Post implant the patient remained admitted greater than 9 months, and became septic prior to discharge. Multiple cultures of the sternal wound and driveline site, along with blood cultures, were positive. The patient¿s sternal wound opening was treated with intravenous vancomycin, along with wound vacuum assisted closure (vac), and sternal wash outs as needed. The patient was severely debilitated and never was able to complete rehabilitation. The patient¿s last admission was on (B)(6) 2018, where the patient was stabilized and transferred to hospice care at home. No additional information was provided.